Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient did not like their device and had problems with it soon after implant. The battery did not hold a charge and the patient wanted to go back to a primary battery device. The leads were going to be revised and the healthcare provider decided not to implant a new battery until after the lead revision. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the out of range impedances had not been determined and the issue was unresolved. The rep stated that the patient was to have a revision on a later date that was to include the leads being revised and the battery being replaced. The rep stated that the cause of the implantable neurostimulator (ins) not holding a charge had not been determined and the device was not requested to be sent in for analysis. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60 , serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported the patient was in the operating room to have their ins changed out for a different model, using the same leads that were already implanted. The physician was having an impedance issue. It was stated the lead was taken out and wiped dry several times and continued to have out-of-range impedances. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-03. The rep stated that the patient¿s weight was unknown which was confirmed with the physician. No further complications were reported/are anticipated.